Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The exact root cause could not be determined as no issue detected. No hardware failure is visible on the logs. There were alarms inline with the occlusion alarms furthermore the trends downloaded during the reported time period show that there is a steady degrading situation that leads to the occlusion alarm. All the alarm lines were activated and the unit functioned as it was designed. Most likely the issue was due to a mechanical occlusion, (e.g. Tube kinking) which ended up in triggering the occlusion and low-volume alarms and once the obstruction was gone flow and volume quickly were restored.

Event description:
It was reported to vyaire medical that the bellavista1000e us had constant alarm 260 - occlusion while on a patient. During the event, the alarm persisted and the patient (infant) experienced frequent desaturations. The patient had to be manually resuscitated to bring saturations up to acceptable levels and the patient was transferred to an avea ventilator.

Manufacturer narrative:
H3:81 other: the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.